Manufacturer narrative:
Unit received with a blank display anomaly due to corroded electronic assembly. The motor assembly found corroded. Unit failed leak test, unit leak at a crack on back of the case. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lcd screen is scratched and damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump fell in the water. No further details given.